Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that after the shower, when the patient was about to put back the infusion set, it was noticed that the tubing was broken into half. The site location was the patient's abdomen while the patient was just holding the pump. The infusion set had been used just for a day. Moreover, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.